Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the five does not display an image when connected to the c-mac. The screen remains black. Procedure was not completed and bronchoscopy significantly delayed, second bronchoscope had to be organized to proceed with bronchoalveolar lavage.